Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 30ml/hr and 100ml (piggyback) with 10ml/hr and 30ml (primary) and the pump tested in specification as follows: 1st test: 132ml or 102% of expected volume, 2nd test: 133ml or 103% of expected volume, 3rd test: 132ml or 102% of expected volume. Log review shows on (B)(6) 2015 at 8:57:15am a piggyback start of 100ml/hr and 50ml (with primary set at 10ml/hr and 30ml). At 8:57:16am pressure alarm stopped the infusion. At 8:57:58am piggyback infusion was started and at 9:06am piggyback infusion was stopped with a volume infused of 14.4ml. At 9:43am a piggyback start of 30ml/hr and 100ml (with primary set at 10ml/hr and 30ml). At 9:46:23am pressure alarm stopped the infusion. At 9:46:32am piggyback infusion was started and at 9:47am piggyback infusion was stopped with a volume infused of 0.76ml. No further infusions took place. Based on the results of the investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: over infusion. The customer reported that the bag was attached to IV set and primary bag of potassium 20 meq. The pump was set for 30ml/hr. 100ml was infused in 15 minutes.